Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone16.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room (ER) with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels rose to 700mg/dl while wearing the pod on the arm between 24 and 36hours. Reported symptoms included vomiting, nausea, which the patient described as feeling like a stomach bug. The patient was diagnosed with hyperglycemia. The patient was treated with intravenous fluids and checked for ketones which came back negative. The patient was discharged the same day, after 6 to 7 hours in the ER.